Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including angina, (B)(4) study for ischemia, hyperlipidemia, and hypertension. At the time of the index procedure, angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris. The first lesion treated was distal right coronary artery that was described as 23 mm in length, class c, and de novo with 85% stenosis. The reference vessel was moderately tortuous and 3.5 mm in diameter. As planned, the lesion was pre-dilated with a 2 x 12 mm balloon at 15 atm and a 3.5 x 23 mm cypher rx was implanted at 11 atm. Consequently, the stent was post-dilated with two 4 x 21 mm balloon at 22 atm due to the initial stent did not fully expand. The second lesion treated was right posterior descending artery that was described as 13 mm in length, class c, and de novo with 80% stenosis. The reference vessel was moderately tortuous and 2.75 mm in diameter. As planned, the lesion was pre-dilated with a 2 x 12 mm balloon at 13 atm and a 2.25 x 13 mm cypher rx was implanted at 13 atm. Consequently, the stent was post-dilated with two 2.75 x 10 mm balloon at 21 atm due to the initial stent did not fully expand. Pre-procedure enzymes were normal in range, but troponin I was 0.11 (0.04 unl) at 6-12 hours post index procedure; and ck-mb was 16.6 (6.0 unl) and troponin I was 1.06 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and additional data including ECG tracings and discharge summary were not received from the site. According to the site, there was no ae as per the pi, but the elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092608 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00331 and 3003742446-2012-00332.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of the index procedure, angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris. The first lesion treated was distal right coronary artery that was described as 23mm in length, class c, and de novo with 85% stenosis. The reference vessel was moderately tortuous and 3.5mm in diameter. As planned, the lesion was pre-dilated with a 2 x 12mm balloon at 15atm and a 3.5 x 23mm cypher rx was implanted at 11atm. Consequently, the stent was post-dilated with two 4 x 21mm balloon at 22atm due to the initial stent did not fully expand. The second lesion treated was right posterior descending artery that was described as 13mm in length, class c, and de novo with 80% stenosis. The reference vessel was moderately tortuous and 2.75mm in diameter. As planned, the lesion was pre-dilated with a 2 x 12mm balloon at 13atm and a 2.25 x 13mm cypher rx was implanted at 13atm. Consequently, the stent was post-dilated with two 2.75 x 10mm balloon at 21atm due to the initial stent did not fully expand. Pre-procedure enzymes were normal in range, but troponin I was 0.11 (0.04 unl) at 6-12 hours post index procedure; and ck-mb was 16.6 (6.0 unl) and troponin I was 1.06 at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and additional data including ECG tracings and discharge summary were not received from the site. According to the site, there was no ae as per the pi, but the elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, beta blocking agents, plavix, eptifibatide, heparin, lisinorpil, and pravachol. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00331 and 3003742446-2012-00332.